Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nestable yellow sharps collectors the lid was difficult to lock. There was no report of patient impact. The following information was provided by the initial reporter: as per cs, customer is reporting they are unable to unlock the lid.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-jan-2023. One sample was received from customer for investigation. Photos are provided for verification to the supplier . Investigation performed on basis of photo representation. It was reported by the customer that they are unable to unlock the lid because they received the lid in closed condition was verified. According to the device history record review process, the result showed there were no issues reported as lids shut (received with lids closed) during the manufacturing process for the lot number reported (1236944). A review of the ncmr¿s was performed; the result showed there were no issues reported for the same part number and issue throughout the last twelve months. Based on the evidence provided, it can be noticed the following: lids are in final closure position. Based on the lot number 1236944, we are able to confirm that this product was manufactured by flex on august 24, 2021. Additionally, the issue description within global complaint detail report mentions that customer was unable to unlock the lid. Therefore, based on the information received from the customer, it was concluded that this product could have been handled by a distributor/representative company since the standard package for this part number corresponds to 12 pieces and the occurrence reported under this complaint only mentions one product. There are many variables that could generate this failure mode because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood of non-controlled handling within distributor facilities could happen. As part of this investigation, a review of customer complaint records was performed; according to the customer complaint records, no additional complaints were received through the last twelve months for the same part number and issue. As per the sample being received, an investigation could be performed, but actual root cause could not be determined. However potential root cause will be: non-controlled handling of the product within distributors facilities. Non-controlled method to ship partial boxes to end user (re-packaging process). Conclusion: based on information provided, it was not possible to confirm the root cause like a failure mode related to the manufacturing process since there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. H3 other text : see h10.

Event description:
It was reported while using bd nestable yellow sharps collectors the lid was difficult to lock. There was no report of patient impact. The following information was provided by the initial reporter: as per cs, customer is reporting they are unable to unlock the lid.